Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was not returned.